Event description:
It was reported that during a procedure, the device was being used to clip the vessel duct. The device remained clipped; they were able to remove it. They had to remove the clip. Another device was opened and used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the surgeon triggered the device, when triggered it, the device stayed clipped on the tissue. They were able to get it off the tissue. The clip was not uniformed on vessel. Therefore they removed the clip and put new one on. There was no damage to the tissue. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator indexed two times during the 15th firing sequence, thus, it over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.